Event description:
Pt was having a femoral im nailing procedure for a fracture. The fracture was reduced and a femoral nail was placed. After the lag screw was placed, an attempt to remove the nail arm/guide was made however there was difficulty removing it. Multiple attempts were made to remove the guide by traditional means. The surgeon then decided to place a distal locking screw and then return to removing the nail guide. Again the surgeon made multiple attempts to remove the nail guide, but was still unsuccessful. It was verbalized by the surgeon and sales representative that one instrument had become "lodged" or even "fused" with a portion of the guide which in turn led to the inability to remove it. With each unsuccessful attempt, various instruments were used including both those already open on the field and others that were called for from csr. The t-handle from the set was used but kept "popping" off. A vice-grip slaphammer was also used but didn't work. A drill without a battery was used as leverage with the chuck attachment but that was also unsuccessful. At a point there was discussion about taking all the implants out, risking the loss of reduction, and having to start over again. As the decision to remove the implants was made, the patient began to code and the operative procedure was suspended. Efforts were made to revive and stabilize the patient but eventually the code was called off at 1607. The procedure was essentially complete but the inability to remove the nail guide/arm prolonged the procedure. Here is the list of equipment used. Everything except the torque limiting attachment and t-handle cannulated with quick coupling went with the patient to the me's office; 03.037.011 - hybrid insertion handle, 03.140.023 - torque limiting attachment, 03.010.496 - t-handle cannulated with quick coupling, 03.037.029 - 5mm hexagonal screwdriver shaft, 03.037.013 - 130 degree aiming arm, 03.037.010 - cannulated connecting screw ((B)(4) from synthes trauma provided this list).